Event description:
It was reported that during an unspecified gastro-intestinal (gi) procedure, inflation difficulties were encountered. The lesion was located in an unspecified portion of the esophagus. An unspecified clip was placed at an unspecified location to stop bleeding from an unspecified injury. It was noted that the clip "was not located at the area where the inflation was performed." The cre wg 10mm x 12mm balloon was not inflated during preparation of the device. The balloon catheter was advanced through another manufacturer's endoscope to the lesion. Upon attempting to inflate the balloon, the balloon failed to inflate. The device was removed from the pt and, upon inspection, the physician noted a pin hole leak. No pt injuries or complications were reported. The pt's status is reported as "good."

Manufacturer narrative:
.